Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report. The device evaluation was completed. The additional information is found below: no button error alarm was noted. However, the act and escape buttons were unresponsive due to corroded keypad traces. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was sleeping at the time of the alarm. The customer did not recall any significant events leading to the alarm. Blood glucose value was 153 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.